Event description:
It was reported that when the device was used during a laparoscopic colon resection procedure, the device would not fire the first time with the original reload. Then another reload was opened and placed into the device and did not fire. Opened another device to complete the case. There was no consequence to pt.